Event description:
Distributer contacted dexcom to report consumer experienced hardware error icon. The consumer did not report any medical interventions or injuries.

Manufacturer narrative:
(B)(4). Evaluation of the retured device and review of the data log confirmed the reported hardware error code on the receiver.